Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that ophthalmic gas was instilled into a patient's eye during surgery. The gas bubble lasted only a short duration and did not hold the retina against the choroid. Additional information has been requested.

Manufacturer narrative:
The perfluoropropane ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note that caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause intraocular pressure (iop) to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful or may cause glaucoma and/or may cause cataracts. Contraindications for ophthalmic perfluoropropane include: proliferative vitreoretinopathy (pvr) greater than stage c, mental or physical inability to maintain the therapeutic position for five (5) postoperative days, severe glaucoma with more than a minimum of field loss and cup to disc ratio equal to or greater than 0.6; uveitis, severe peripheral retinal degeneration and high altitude travel, including but not limited to airline travel. Product warnings: use of nitrous oxide must be stopped at least 10 minutes before ophthalmic perfluoropropane gas injection to ensure that an adequate post-operative bubble is achieved. Do not administer nitrous oxide if a gas bubble is present. Nitrous oxide rapidly partitions into the gas bubble causing expansion and a pressure increase in the eye that has been known to result in vision decrease and blindness. There is a risk of cataract formation if the lens is inadvertently damaged by the needle during gas injection during pneumatic retinopexy. Do no use the ophthalmic perfluoropropane gas if the cylinder pressure is below 50 psi as the expansion performance of the gas may change resulting in elevated intraocular pressure. A review of complaints within the past 12 months from the month of the reported complaint showed 4 similar events of ¿short bubble duration¿ while using the ophthalmic perfluoropropane gas. Out of the volume of procedures performed for every size of this product sold, the number of occurrences represents an occurrence level that is not statistically significant and therefore does not indicate any adverse trends. No sample has been received by the manufacturer for evaluation. There is no evidence contained within the reported information at this time that indicates that the design or performance of the perfluoropropane ophthalmic gas contributed to the reported event. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).

Manufacturer narrative:
Per the contract manufacturer evaluation, the batch production record for the provided lot number showed that the product met specifications at the time of release with no other complaint reported on that lot. With no additional, related information provided, the customer reported event was not confirmed. As no sample was returned for evaluation, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).